Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy on the last firing by the fundus there was a malformed staple line and/or missing staples. A v-loc suture was used to imbricate the last staple line. No patient consequence reported.